Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad' messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in cable connecting ECG a and ECG b. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving excessive "check therapy pad' messages.